Event description:
It was reported the insulin pump was alarming no delivery. Customer does not recall what the device was doing when it alarmed, if was priming, rewinding, or bolusing. Customer does not recall any exact details of the events. Customer declined troubleshooting. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.